Event description:
Per the patient's surgeon, the device became loose and fell out on (B) (6) 2010, 2 days after the processor was fitted. It was reported that the patient had an infection around the implant site, and the implant may have, "stripped the bone" during the insertion.

Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).